Event description:
A user facility reported to olympus that the image was lost. The reported problem occurred during a cystoscopy procedure. The intended procedure was completed using the same device. A delay in procedure occurred, described by the reporter as "very minor," with no patient injury attributed to the delay. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found no image was produced by the returned device when tested with endoscopes. The cause was assigned to a printed circuit board failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the issue was caused by a malfunction of the dr board. The device in question was manufactured before the design change to fix the issue. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.